Manufacturer narrative:
(B)(4). When viewed under magnification, there was a hook shaped puncture on the proximal side of the cuff on the interior of the tube radius. The puncture measured approximately 0.02¿. The customer stated that initially the balloon was inflated without incident and was checked prior to the incision, which most likely indicates the puncture occurred sometime afterward. Pressure would have been applied to the cuff after the patient was intubated and the cuff inflated. The reported pressure applied is not likely consistent with a cause and effect relationship to the malfunction. Results code: stress problem .this device is used for therapeutic purposes.

Event description:
It was reported that during the case, they intubated the patient and the balloon was inflated without incident. The balloon was checked prior to incision and it had deflated completely when pressure was put on the balloon. The patient had to be re-intubated. The customer stated there were no further issues and they were able to complete the procedure.